Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the svc and rv impedances were high on the rv lead. The physician removed a competitor's epicardial lead and the rv lead functioned normally. The rv lead remains in use. No further patient complications were reported as a result of this event.